Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('my right tube is perforated with one of the two coil') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "she couldn't get my right one put in properly so she just added another one". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("I started having lot of pain in right side"), back pain ("some reason my back has been killing me"), arthralgia ("left hip has been killing me"), genital haemorrhage ("I bled for 7 months") and contusion ("bruises on my leg"). At the time of the report, the fallopian tube perforation, pelvic pain, back pain, arthralgia, genital haemorrhage and contusion outcome was unknown. The reporter considered arthralgia, back pain, contusion, fallopian tube perforation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she will be having a hysterectomy by the end of the year . Concerning the injuries reported in this case, the following ones were reported via social media : arthralgia, back pain, contusion, fallopian tube perforation, genital haemorrhage and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: due to internal review this report was detected to be a duplicate to record (B)(4) (MFR number 2951250-2020-04523) which will be deleted in bayer safety database after all information was transferred to the retained record (B)(4). New: social media reporter was added. Event was added: contusion. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('my right tube is perforated with one of the two coil') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "she couldn't get my right one put in properly so she just added another one". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("I started having lot of pain in right side"), back pain ("some reason my back has been killing me"), arthralgia ("left hip has been killing me") and genital haemorrhage ("I bled for 7 months"). At the time of the report, the fallopian tube perforation, pelvic pain, back pain, arthralgia and genital haemorrhage outcome was unknown. The reporter considered arthralgia, back pain, fallopian tube perforation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she will be having a hysterectomy by the end of the year quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-may-2020: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('my right tube is perforated with one of the two coil') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "she couldn't get my right one put in properly so she just added another one". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("I started having lot of pain in right side"), back pain ("some reason my back has been killing me"), arthralgia ("left hip has been killing me"), genital haemorrhage ("I bled for 7 months") and contusion ("bruises on my leg"). At the time of the report, the fallopian tube perforation, pelvic pain, back pain, arthralgia, genital haemorrhage and contusion outcome was unknown. The reporter considered arthralgia, back pain, contusion, fallopian tube perforation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she will be having a hysterectomy by the end of the year concerning the injuries reported in this case, the following ones were reported via social media : arthralgia, back pain, contusion, fallopian tube perforation, genital haemorrhage and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: last amendment text was amended: due to internal review this report was detected to be a duplicate to record # (B)(4)) -see also correct e2b duplicate number in references. Duplicate record # (B)(4) was already deleted in bayer safety database (instead of record # (B)(4) which was not marked for deletion) after all information was transferred to this retained record # (B)(4). New: social media reporter was added. Event was added: contusion. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('my right tube is perforated with one of the two coil') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "she couldn't get my right one put in properly so she just added another one". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("I started having lot of pain in right side"), back pain ("some reason my back has been killing me"), arthralgia ("left hip has been killing me") and genital haemorrhage ("I bled for 7 months"). At the time of the report, the fallopian tube perforation, pelvic pain, back pain, arthralgia and genital haemorrhage outcome was unknown. The reporter considered arthralgia, back pain, fallopian tube perforation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she will be having a hysterectomy by the end of the year quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.